Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 381 mg/dl. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 120 mg/dl. The customer was treated with insulin drip. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.